Event description:
The pt's counselor called lifescan (lfs) and alleged that the pt's meter was missing segments. The pt reported feeling dizzy and she had a headache. She tested on her meter and obtained a result of 218 mg/dl. She then visited her counselor a few hours later and tested on another metr. A result of 236 mg/dl was obtained. No treatment was reported. The meter issue was not resolved. This complaint is being reported as a malfunction because the meter missing segment sue was not resolved. However, the missing segment issue did not contribute to a serious injury (the pt obtained a high result on her meter and the result was confirmed on another meter; neither result reflects a serious injury). A replacement meter is being sent.

Event description:
The patient's counselor called lifescan (lfs) alleged that the patient's meter was missing segments. The patient reported feeling dizzy and they had a headache. They tested on their meter and obtained a result of 218 mg/dl. They then visited their counselor a few hours later and tested on another meter. A result of 236 mg/dl was obtained. No treatment was reported. The meter issue was not resolved. This complaint is being reported as a malfunction because the meter missing segment issue was not resolved. However, the missing segment issue did not contribute to a serious injury (the patient opbtained a high result on their meter and the result was confirmed on another meter; neither result reflect a serious injury). A replacement meter is being sent.